Event description:
It was reported that the patient was combative during surgery and not cooperative. This resulted in dislodgement of the rv (right ventricular) lead. The lead was later explanted. During implant attempt of the replacement lead, the same patient behavior resulted in the inability to place the lead, and the helix became difficult to extend or retract. The lead was not used and a third lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead was extrinsically over-rotated, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.